Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 2/28/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6: component code: g07002 no device returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, the following was obtained: how many devices demonstrated the alleged deficiency on each involved patient event? It appears that there is 16 ea of defected w9386. However, there are none of device used in patient. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6), purchasing manager, (B)(6) hospital.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/7/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. H6 component code: c22 - photo analysis. Additional information: h6. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two combinations of needle/suture, the suture can be observed with an apparent discoloration. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. Ten folder packets each with needle suture combination were received for analysis. The product code is w9386. During the visual inspection of returned sample, the swaged and attachment area were noted to be as expected, in addition the sutures were examined and no anomalies or issues related to foreign matter was noted. Based on the information currently available, the foreign matter was not identified during the investigation of the samples received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H6 component code: g07002 - no device problem found. The needle raw material rmc fs0222244 lot number 40270278, 40270265, 40270276 and no non-conformances were identified. The sutre raw material rmc 1232408 lot number 40258286 and no non conformances were identified. The sutre material rmc 1232408 lot number 40260738 and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. A white stain was found on suture. No adverse patient consequences were reported. Additional information was requested.